Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced an issue with infusion set on (B)(6) 2026 as tape did not stick and infusion set came off. Patient faced issue with tape not adhering when patient went swimming. The infusion set was in use for twelve hours and the site of insertion was abdomen. No further information available.